Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage therapy and presented in the emergency department. Upon device interrogation, it was noted that the right ventricular lead was over-sensing noise or possible electromagnetic interference. This resulted in the device declaring an episode fell into the ventricular fibrillation zone and anti-tachycardia pacing (atp) was delivered during charging. The atp initiated an arrhythmia, resulting in shock therapy. The first two shocks were not delivered due to low high voltage lead impedance. A third shock was delivered and terminated the arrhythmia. No intervention was performed. The patient was in stable condition.

Event description:
Related manufacturer report number: 2017865-2019-16629. New information received noted that the patient presented for revision procedure. Prior to procedure, it was noted that the right ventricular lead also exhibited high capture threshold. The lead was explanted and replaced. After implanting the new lead, when checking the leads with the device, the right atrial lead exhibited low pacing impedance. The atrial lead was also explanted and replaced. The patient was in stable condition during and post procedure.

Manufacturer narrative:
The reported events of oversensing noise, inappropriate high voltage therapy, no high voltage output, pacing problem and high capture threshold were confirmed. External insulation abrasion was noted at 10.8-10.9 cm and 11.0-11.2 cm from the connector pin breaching the rv lumen consistent with lead friction to device can. The re etfe cable coating was intact at these locations. Internal insulation abrasion was found under the rv shock coil at 6.3-6.4 cm and at 6.5-6.6 cm from the distal tip breaching the re lumen. The re etfe coating was intact at these locations. Internal insulation abrasion was noted at 7.1-8.6 cm from the distal tip breaching the re lumen. The re etfe coating was intact at these locations. External insulation abrasion was noted at 9.9-10.1 cm and 50.0-50.5 cm from the distal tip breaching the re lumen consistent with lead friction to another device or feature of the patient anatomy. The re etfe cable coating was intact at these locations. Internal insulation abrasion was noted at 10.2-11.6 cm from the distal tip breaching the rv lumen. The rv etfe coating was intact at these locations. External insulation abrasion was noted at 17.5¿18.4 cm from the distal tip breaching the rv and inner coil lumens consistent with lead friction to another device or feature of the patient anatomy. The rv etfe cable coating was abraded at these locations. External insulation abrasion was noted at 36.5-37.5 cm from the distal tip breaching the rv lumen consistent with lead friction to another device or feature of the patient anatomy. The rv etfe cable coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 5.4-6.4 cm from the distal tip breaching the rv cable lumen. The inner coil lumen and rv etfe coating was intact at this location.